Event description:
The clinic reported that they experience difficult lifts with laser vision surgery. They mentioned that the side cut was not complete. They mentioned that the procedure was completed successfully, that patient had no complaints and visual acuity was 20/20 in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). On (B)(6) 2014 they reported that on (B)(6) 2014 (6 days post op) the patient had epithelial nest at the margin near area of healing epithelial defects in the left eye. The topical steroid dosage was increased. Patient chief complaint was dry eye and that eyes felt itchy however, no problems with visual acuity.

Manufacturer narrative:
(B)(4). After follow with account they reported on 1-dec-2014 that epi defect had not resolved within a week. Patient's dry eye resolved and that he had normal post op dryness symptoms and there was no surgical intervention required. On 9-jun-2014 equipment was checked by field service specialist (fse) and clinical development manager (cdm). Fse found no problems with system (checked normal) and cdm verified the system and made some surgical setting suggestions to the surgeon. The reported issue is believed to be user error not visualizing the meniscus properly. This patient's case was successfully completed by lifting the flap and excimer treatment was delivered. The cdm offered surgical support optimization for a future date however, the center said that they did not need the services. Cdm suggested that setting optimization would be necessary but center director said to come back on a later date. On 27-jun-2014 cdm supported 8 cases with surgeon and all were completed successfully. All pertinent information available to abbott medical optics has been submitted. Placeholder.